Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): battery - high impedance; the elective replacement indicator (eri) is the result of high internal battery resistance. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated as elective replacement indicator due to high battery impedance logged on (B)(6) 2010, prior to explant. Ramware version 8 installed on (B)(6) 2010. High resistance/impedance was also noted as high battery impedance led to eri.

Event description:
It was reported that the device tripped elective replacement indicator (eri) and that premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.